Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that prior to surgery, an ophthalmic operating system automatically changed to viscoelastic removal and not pre-phacoemulsification or sculpt like it should. Also, system was displayed multiple advisory codes. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Upon further assessment, the event an ophthalmic operating system automatically changed to viscoelastic removal mode is an intended functionality of the system and does not meet the criteria for a reportable event. Hence no, further reports will be scheduled and submitted under mfg. Report num: 2028159-2025-01259. The manufacturer internal reference number is: (B)(4).